Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Three sensors (serial numbers unknown) were reported and have been captured under this submission. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report in which a nurse reported on behalf of the customer, an error message issue with the freestyle libre sensor. The customer received unspecified error messages with the use of three sensors and was unable to monitor glucose levels. There was no report of an adverse event or third-party intervention due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.